Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they day after the implant procedure, the right atrial (ra) lead was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.